Manufacturer narrative:
Product ID: 8709, lot# l65384, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported the first pump ¿did not make it all the way,¿ but it did not break. It was noted the pump lasted six years. It was noted the pumps lasted less and less (see related manufacturer reports # 3007566237-2010-07876 and 3004209178-2014-09732).